Event description:
It was reported that the patient expired. The patient collapsed, had no pulse and was not breathing when paramedics arrived. The patient was in ventricular fibrillation and the paramedics administered CPR and applied one external defibrillation shock. After arrival at the hospital, two additional external shocks for vf were delivered and resuscitation attempts continued until the patient expired. Interrogation of the device post mortem showed two episodes of vf with one shock delivered from the device and one aborted shock due to small amplitude vf undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported field event of undersensing was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench as well as using the automated test equipment, and no anomaly was found. The cause of the reported undersensing could not be determined.